Event description:
No osseointegration was achieved after placement of pepgen bone grafting material at the time of implant placement. The implant was reported to be solid at attachement, though became scarred and extruded with denture removal. Additionally, the pt developed periliplantitis and the implant was reported as mobile at the time of explant.